Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age (reported as approximately (B)(4)). The 2 perclose proglide devices are being filed under separate medwatch MFR numbers. The device was reported as being discarded. A cuff miss (no suture retrieved/attached) can occur due to a number of factors including, but not limited to, needle deflection during plunger deployment because of interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. This may have been a contributing factor to this event, but cannot be confirmed. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a in process testing of devices is performed to assure there is no needle deflection, which may cause the event reported in this case. A sampling of finished devices is also tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any non-conformity associated with this event. Based on the information received with this event and without the product to examine, a definitive cause for the reported experience cannot be determined.

Event description:
It was reported that a physician trained in the use of the perclose proglide devices attempted arteriotomy closure of the common femoral artery using a preclose technique before an endovascular aortic aneurysm repair (evar). Reportedly, three proglides were deployed successfully: 2 for the other groin and 1 for the working groin. When another proglide was being deployed in the working groin, the needle deployment went smoothly, but when the plunger was being removed from the device, the suture was not attached. Two additional proglides were used with the same results. The physician lost confidence in the device and after the evar procedure, hemostasis was achieved surgically. The patient was reported to have lost 900cc of blood and was treated with a blood transfusion. After the procedure, while examining the suture on one of the devices, the suture was described as looking like it had completely unraveled. There was no adverse patient sequela reported. Though requested, no additional information was provided.